Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date provided by the patient prior to the date the manufacturer became aware. D6b: explant date: 03/30/2023. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5123625. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5108518. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively and the explanted devices were disposed of by the facility.